Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the battery charger was indicating the batteries were defective, when the batteries were fully functional in another battery charger. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger/modem defective) has been confirmed. Upon evaluation, the battery connector was damaged and the current-controlling transistor q1 was thermally damaged. The cause for the defective charger/modem is the damaged battery connector and the thermally damaged transistor (q1), the sole cause was not distinguished. The root cause for the damaged connector cannot be positively identified but is likely excessive force when inserting the battery while the connector pins were misaligned. The root cause of the damaged q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement battery charger.